Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported, that the doctor of dental surgery, recommended extracting their baby teeth and getting an implant. Additionally, the patient stated, that the dentist is recommending the removal of the teeth, due to a broken cap. Which is causing swelling. Attached is a photo of the broken tooth. The clinician requested a letter of recommendation after the dental work was performed. And treatment moved forward.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.